Event description:
End user reports a crescent shape skin breakdown from the 9 to 1 o' clock aspect of the peristomal skin. It began several months ago. She describes this area as itchy and painful at times. The stoma fluctuates with an upward pointing os. Product was in use for 2.5 days.

Manufacturer narrative:
Based on the available information, the event was deemed a serious injury. According to end user, she cleans her skin with warm water and soap; protective barrier wipes; stomahesive powder; coloplast brava strips and then applies the appliance. The end user was instructed on crusting with stomahesive powder and skin protective barriers. The use of an ostomy belt was recommended. The reporter was instructed to call back with any questions or concern . Samples of eakin cohesive seals and stomahesive strips were sent. No additional patient/event details have been provided. A return sample for evaluation is not expected. Should additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
The product associated with batch 3h02451 was made according to specification. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received on september 09, 2015. A batch record review was performed and no discrepancies were noted. A previous investigation is applicable to this complaint. This complaint will remain open until the completion of the investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).